Event description:
The user facility reported that water was leaking from their amsco 400 sterilizer. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the sterilizer and found that the flow control valve required adjustment. The technician adjusted the flow control valve and returned the sterilizer to service. No additional issues have been reported.